Event description:
Event description guidant received information from the patient's family, that this implantable cardioverter defibrillator (ICD) required a shock while hospitalized, but the device did not treat, so external defibrillation was used. In addition the caller reported that the physician did not know why the device delivered shocks or why it did not deliver shocks.